Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse confirmed a pt was hospitalized for confirmed coagulase negative staphylococci contamination peritonitis. Medical records have been requested.